Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the downstream occlusion alarm did not trigger while the downstream was occluded. The psi exceeded 27 without the alarm triggering. This issue was tested on multiple sets, failing each time. The event occurred during testing.

Manufacturer narrative:
D3 - mfg establishment name- corrected. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and a delaminated upstream occlusion seal was noted. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor and upstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.